Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because there was no response received from the customer. The defective cable was returned to national repair center for investigation. National repair center (nrc) received the cable and the inspection of the ECG cable was completed per the cs300 service manual with damage observed to one of the lead wires (frayed, with a break in the outer insulation). The nrc verified the failure of the lead wire being frayed and cracked. Retaining the cable in the nrc per procedure. If additional information is received, we will reopen and update the complaint.

Event description:
It was reported that when customer received part# d012-00-1157-01, they discovered that it was frayed and cracked. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.